Event description:
It was reported by the customer that a pyxis medstation es system asks them for a reason and denies them access. The customer stated that the users were unable to pull out the medicines due to this system issue. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to users were not familiar with that workflow. A technical support specialist sent guides to user support staff to facilitate training and/or remove unnecessary cdc. The system functioned as intended after the technical support specialist facilitated the trainings.